Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of manufacturing instructions and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history could not be completed due to lack of information from the user facility. The complaint devices were not returned and therefore could not be analyzed. A sample from the same lot could not be inspected as the lot number is unknown. The cause of the complaint could not be established. Controls were found to be in place for the tensile strength of the tether as well as a visual inspection of the tether. Per the quality engineering risk assessment, the risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2019: the device did make patient contact. No pieces of the devices remained in or had to be removed from the patient. Additional information was received on (B)(6) 2019: the procedure was reported as completed "normally". Further clarification was attempted and it was noted that the procedure was completed "using the same device" but it is unclear and unknown whether it was completed by using the complaint device or another of the same type of device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: o.r. Coordinator. PMA/510k #: k161236. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a universal firm ureteral stent set, there were multiple knots observed in the string (tether). The staff untied the knots and placed a new knot. The string (tether) then pulled off the stent completely. No adverse events have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.